Manufacturer narrative:
This report is submitted on november 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a reversal of the internal magnet during an MRI scan (tesla 1.5). Subsequently, revision surgery was performed on (B)(6) 2017, in order to replace the internal magnet. The implanted device remains insitu.